Event description:
Customer reported an under infusion. Drug name and date of event unknown. Unable to provide rate, or volume to be infused. Residual volume was reported as 40ml. No other clinical or patient information available. Return of device requested. If device received, a follow up report will be submitted.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.